Event description:
Patient presented to the physician with wound dehiscence at the neck incision site, with erosion of the stimulation lead through the skin. Physician brought the patient into the or, where an infection was also identified at the chest incision site. Physician removed the entire inspire system and closed the incisions. Postoperative antibiotics were prescribed after the procedure was completed.